Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10189. The patient received the scs system on (B)(6) 2011 which includes two model 3146 quattrode leads (same lot) and two model 3163 quattrode leads (same lot). It was reported contacts 9-16 exhibited invalid impedances. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set. It is unknown which lead exhibited the invalid impedances; therefore, two reports will be submitted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.